Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment and evidence of moisture contamination was observed inside the battery compartment. The battery cap was not able to maintain an electrical connection with the pump. A test battery cap was used to complete all testing. The pump case was removed and no evidence of moisture or contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.